Manufacturer narrative:
Additional information was received that there was no device failure expected. The patient was not only getting relief due to lead migration.

Event description:
A report was received that the patient's ipg started to fail according to the physician and the patient was not receiving adequate stimulation. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg started to fail according to the physician and the patient was not receiving adequate stimulation. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg started to fail according to the physician and the patient was not receiving adequate stimulation. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. Additional information was received that the patient underwent a revision wherein the ipg and the leads were replaced. The patient did well postoperatively. During product analysis, it was discovered that the lead was broken. Device evaluation indicated that the lead (sc-2218-70, sn (B)(4)) upon visual and x-ray inspection, revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. Device evaluation indicated that the lead (sc-2218-70, sn (B)(4)) upon visual and x-ray inspection, revealed that the lead was cleanly cut from the proximal end. The damage to the device was consistent with damages during explant procedure and was not considered a failure.